Manufacturer narrative:
Concomitant medical products: product ID 97745, lot# serial# (B)(4), product type programmer, patient product ID 97755 lot# serial# (B)(4), product type recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller wasn't displaying the correct ins charge for about 2 weeks. They mentioned that they charge their ins every 24-36 hours,. When they looked at the controller when their pain increased after 36 hours the controller still displayed the ins was 80% charged. The ins and leads were checked several weeks prior and it was determined that everything was in working order. They reported that their therapy was turning off randomly and wouldn't stay on for about 2 weeks. They would charge the ins to 100% and turn their therapy on, but when they checked 5 hours later their therapy would be off and have to be turned back on. Their pain would go up and they would check the controller and therapy had turned off. They had been monkeying around with the controller attempting to keep therapy on. The controller worked to turn therapy on. They also mentioned that their healthcare provider may want to put in another spinal cord stimulator. They mentioned that they charged their ins for 3-4 hours to get the ins 100% charged.